Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. This charging issue led to the pump shutting down, causing the customer's blood glucose level to exceed 500 mg/dl, with the display showing "high." The customer managed the high blood glucose by administering a correction injection via manual insulin therapy (mdi). The customer reverted to an alternative method of insulin therapy.